Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating a patient was stabilized after an end organ function and had improvement in his right ventricle (rv) function with a slow wean of the centrimag right ventricular assist device, over several days. He was returned to the operating room on (B)(6) 2017 for mediastinal exploration and underwent successful weaning of centrimag right ventricular assist device. He did well for the first 24 hours but then developed progressive vasodilatory shock, which over the next 48 hours progressed into florid septic shock that resulted in his mortality. Patient expired on (B)(6) 2017. Overall pre-operative left ventricular function/ejection fraction was 15 %, patient was sent to the intensive care unit (ICU), where patient spent 209.5 hours. The patient received 3750 cc of blood during the operative and postoperative period. Post-operative patient presented with encephalopathy, prolonged ventilatory support, renal insufficiency, renal failure requiring dialysis, multiple system failure, removal of device. Device will be returned, peripherals were disposed at the site. No further information provided at this time.

Manufacturer narrative:
The pump was returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against pump; therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications and/or to identify any anomalies introduced during use that may have prevented the pump from performing as intended. A review of the device's sterility report confirmed that the unit met internal requirements prior to its quality assurance release process. Review of log files was not performed since log files covering the reported event date were not available for analysis. Failure analysis of the returned device revealed that the device passed visual examination, dimensional verification and functional testing. Pathological examination did not reveal presence of thrombus. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the pump from performing as intended. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.